Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq2010v into the patient's eye and noticed the lens was torn. The surgeon cut the lens in half to remove it from the eye. The reporter stated that the lens torn during loading. No patient injury occurred.